Manufacturer narrative:
(B)(4). The date of event was reported as (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
On an unreported date, the patient made a mistake / touch contamination which caused peritonitis. The hp was not hospitalized for the peritonitis. The patient was treated gentamicin oral and ip (dose and frequency not reported) for ("peritonitis") and urinary tract infection. The patient has recovered from the peritonitis.